Event description:
Customer reported unexpected negative reactions on the echo. A patient specimen with a history of anti-c tested for crossmatch produced various results on the echo. Of the eight donors for crossmatch, 3 were 2+ incompatible, 1 was no interpretation, and 4 were negative (compatible). Three of the four negative (compatible) donors were 4+ incompatible for c antigen and one donor was negative with tube testing @ immediate spin .

Manufacturer narrative:
Compatibility testing was performed with customer's returned patient sample (reported to contain anti-c), using two c-negative (r1r1) and two c-positive (rr and r2r2) red cell donor segments on an in-house echo, with retention capture-r select. Sample was compatible with c-negative segments. The crossmatch with the r2r2 segment was interpreted as equivocal (visually positive), and the rr segment was interpreted as incompatible.